Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A dialysis clinic manager reported a blood clot occurred during hemodialysis (hd) treatment on (B)(6) 2017. The 2008k hd machines generated alarms when hd therapy was first initiated. No external leaks were noted and no damage to the combiset or packaging was observed. Per clinic manager the blood was not returned to the patient and the estimated blood loss (ebl) for each of the patient was unknown. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of the reported event. The patient dialyzed 3 times a week and was able to complete treatment with new supplies using the same machine without issue, and did not require any medical intervention or additional treatments as a result of the reported occurrence. The sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A dialysis clinic manager reported a blood clot occurred during hemodialysis (hd) treatment on (B)(6) 2017. The 2008k hd machines generated alarms when hd therapy was first initiated. No external leaks were noted and no damage to the combiset or packaging was observed. Per clinic manager the blood was not returned to the patient and the estimated blood loss (ebl) for each of the patient was unknown. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of the reported event. The patient dialyzed 3 times a week and was able to complete treatment with new supplies using the same machine without issue, and did not require any medical intervention or additional treatments as a result of the reported occurrence. The sample was discarded and was no longer available for evaluation.